Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an operation, the cable tensioner will not tighten the cable. The patient was not impacted and the surgery was not delayed. There was another instrument available for use. The event did not require additional medical treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of synthes device history records for lot # p123186 revealed the cable tensioner was manufactured by pioneer surgical technologies. The product conformed to all requirements.

Manufacturer narrative:
Device used for treatment and not diagnosis. Pioneer surgical manufactured the cable tensioner part 391.201, lot p123186. The lot initially conformed to specifications and inspected, conformed to the synthes incoming final inspection sheet. The complaint condition was due to an unknown cause. Pioneer responded on (B)(4) 2013 and stated the initial inspection determined that the tensioner was not functional. Upon disassembling the tensioning device, it was found that a section of cable was lodged within the tensioner. Testing was performed on the tensioner once the section of cable was removed and the tensioner was reassembled. The results were as follows, for the 36kg to 44kg specifications: 41.6 kg, 39.4kg, and 40.8kg, in specification. The tensioner functioned. The conclusion from pioneer indicated that there was no evidence that this occurrence is manufacturing related.